Manufacturer narrative:
On 23-jul-2024, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, the patient experienced a rupture in the breast implant. The product was returned to mentor for evaluation. Mentor conducted visual inspection and leak testing of the returned device. Visual analysis of the returned sample revealed that no damage or anomalies were observed on the breast implant. Leak testing was performed, in accordance with mentor procedures, and no areas of gel exposure were detected during the analysis. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: rupture status identified by MRI evaluation includes both suspected ruptures, which are those ruptures identified by MRI but not confirmed by explantation and examination of the device, and confirmed ruptures, which are those ruptures that are confirmed by evaluation of the explanted devices. The event described could not be confirmed as the breast implant was returned without detectable gel exposure. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Since no malfunction was observed during the investigation, no corrective and preventive action (CAPA) is required now. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. D4: UDI: (01)gtin unavailable, product made prior to gtin compliance date. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 27-jun-2024, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 01-may-2024, mentor received additional information about the event. The patient underwent bilateral explantation on (B)(6) 2024. On 02-may-2024, mentor received additional information about the event: the patient¿s race is white and ethnicity is not hispanic/latino. The patient dob is (B)(6) 1961. The patient age at the time of event is 61 years old. The patient underwent a primary breast augmentation procedure with the suspect medical device. The event date is 21-sep-2022. Rupture of the right breast prosthesis was diagnosed via ultrasound and via MRI. The implantation date is (B)(6) 1992. The patient underwent bilateral explantation and replacement with non-mentor breast prostheses on (B)(6) 2024. Additional information was provided about the identity of the initial reporter (last name, facility name and address, contact information). Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 06-jun-2024, mentor received additional information about the event. The suspect medical device is a mentor memorygel breast implant 350cc gel breast prosthesis, catalog #3505350bc, UDI #(B)(4) PMA #p030053. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent an unspecified breast surgery with an unspecified mentor gel breast prosthesis that ruptured post implantation. The side of rupture (left breast, right breast, or bilateral) was not specified. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.